Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during an ER visit for an unrelated issue, images were taken when demonstrated an ivc filter limb that had perforated the vena cava wall. No plans were made to retrieve the filter. There was no reported pt injury.